Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. The customer provided customer survey responses. It is unknown, if the was any malfunction of the reprocessing accessories. It is unknown, if there was any delay, during the pre-cleaning or manual process. The customer flushed the air/water (a/w), during precleaning. And flushed the scope with detergent, during manual cleaning. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely, due to insufficient or inadequate reprocessing. The event can be detected and prevented, by following the instructions, for use (IFU) sections: the detection method in operation manual chapter 3 preparation and inspection. The preventative measures in reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, the reported issue (no image) was confirmed. It was observed that noise occurred due to corrosion on the plug unit, and the image could not be seen. In addition to foreign material in air/water tube and air/water cylinder, service found the suction cylinder was discolored, the adhesive on the bending section cover was detached, the forceps raising angle was out of specification due to wear of the forceps elevator wire, the bending angle in left direction was out of specification due to wear of the angulation wire, the tightness of the braid was uneven due to deterioration of braid of the bending tube, and the light guide bundle was broken. The plug unit, the scope connector case, the circuit board unit in the scope connector, and the cable unit were corroded due to water leakage. The scope connector cover and the shield cover were dirty due to water leakage. Scratches were observed on the switch box, the objective lens, and the connecting tube. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that there was no image displayed. There was no report of patient or user injury due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the air/water tube and the air/water cylinder. This report is being submitted for the malfunction found during device evaluation (foreign material in air/water tube and air/water cylinder). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.